Manufacturer narrative:
Device evaluation: one sample was received in used condition. The visual inspection found no damage. During the functional testing, the fluid flowed through the whole device and no leaks were detected. The customer reported complaint was not confirmed. The root cause could not be confirmed. There were no relevant findings detected in the DHR review.

Event description:
It was reported, the disposable disconnected and leaked while in use. The patient realized it came disconnected very quickly. Approximately 28ml remaining in the 100ml. Patient not affected.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr, 803.56 when additional reportable information becomes available.